Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No ramping numbers or scrolling bar anomaly noted. External ram crc error and unexpected restart alarms were not verified due to unresponsive buttons. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were scrolling. Customer checked the alarm history and found that the insulin pump alarmed external ram crc error ad unexpected restart. Troubleshooting was done. Customer's blood glucose was 204 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.